Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Initial reporter fax number: not provided. Device remained in the patient.

Event description:
It was reported that patient came to the doctor's office with a loose crown. Doctor used a teflon tape to tightening the screw (mhlas) and send patient back home.

Manufacturer narrative:
One scr replace friction-fit gold & ti abut int hex (mhlas) was not returned for investigation. Therefore, visual evaluation could not be performed. This investigation addresses the first loosening event reported and is performed using applicable instructions for use (ifus) and risk files. Functional testing and dimensional analysis could not be performed since the device was not returned. No pre-existing conditions were noted. The device had been placed on an unknown tooth site for an unknown period of time when the incident occurred. X-ray or picture images were not provided. DHR review was completed for the subject lot number (2019110465). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019110465) for similar events and no other complaint was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction and the reported event could not be verified since the product was not returned. A definitive root cause could not be identified. However, based on the investigation, IFU and risk review, the probable cause for the reported event is failure to torque screw to specification.

Event description:
No further event information available at the time of this report.